Manufacturer narrative:
.

Event description:
Clinic notes received from a provider indicated a patient's family voiced concern that the patient's seizures were becoming more prolonged. The notes state the patient was stabilized on the vns and moderately high dose of valproate but the patient has had a recent deterioration. The physician speculated that the vns device may nearing battery end of service. It is stated that his vns has been implanted for approximately 5 years at higher settings and has been helpful in the past. The physician suggested elective vns battery replacement in the next 3-5 months. The patient's medications were altered and follow-up was scheduled for 3 months later. A physician order was sent to have the vns device replaced in (B)(6) 2015. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
Information was received indicating that a patient underwent prophylactic explant and replacement of his pulse generator and lead. An implant card received indicates that the generator had not reached near end of service. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
Additional information received from the treating physician indicates that the onset of the increase in seizure duration was in (B)(6) 2015 and is likely related to vns therapy. The treating physician indicated that medication change was undertaken to preclude a serious injury. The physician is planning to have the patient's device replaced prophylactically with a new device which offers more therapeutic treatment options. The physician indicated that the planned replacement procedure is being undertaken to preclude a serious injury. No known surgical interventions have occurred to date.